Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: image black screen. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, that the poor insertion section tube led to the malfunction, which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the rigid video scope exhibited a blurry image. The issue occurred, during cleaning and disinfection. Before a therapeutic laparoscopic procedure. The procedure was completed using a similar device. There was no report of patient harm.